Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: unk. (B)(4). The hardware investigation has begun but it has not been completed at this time.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure with a carto 3 mapping system and the procedure was delayed for more than 45 minutes due to non-MDR reportable noise issues. This event of procedural delay was reported because the physician expressed an opinion that there was risk to the patient. The investigational analysis has been completed. The reported noise issue was solved by replacing the bs ECG cable. The system is now ready for use. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Event description:
It was reported that a patient underwent an ablation procedure with a carto 3 mapping system and the procedure was delayed for more than 45 minutes due to noise issues. During the case, the physician experienced signal noise issues on all channels on both the carto and ep recording system, although there was an external ECG monitor. There was no patient consequence and the procedure was completed successfully. However, this event of procedural delay is MDR reportable because the procedure delay was greater than 45 minutes, the patient was under general anesthesia, and the physician expressed an opinion that there was risk to the patient as the physician had a difficult time deciphering heartbeats from the noise.